Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® sst¿ ii advance plus blood collection tubes gel smearing and fibrin were seen in 50 tubes. This blocked the analyzer probe, but no adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received four photos for investigation. The evaluation of these photos indicated the presence of fibrin strands and gel smearing in the serum. Additionally, 100 retained samples were visually inspected, and no additive or gel defects related to fibrin and gel smearing were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of february 2025 therefore factors that may contribute to fibrin and gel smearing were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate or confirm the customer¿s indicated failure modes via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on photos this complaint has been confirmed for the indicated failure mode: fibrin and gel smearing. Corrective and preventive action has been opened to address the sample quality issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® sst¿ ii advance plus blood collection tubes gel smearing and fibrin were seen in 50 tubes. This blocked the analyzer probe, but no adverse impact was reported regarding the patient or user.